Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient used a microwave a few nights ago and as soon as she turned it on she felt her enterra therapy react and her stomach "seized" . The patient's physician told her to avoid microwave use or "run away" from it after you press start. The patient stated she knew her reed switch had not been disabled. The patient was having problems - lost 40 lbs in 2 months, throwing up "like crazy". It started really bad about 2 months ago. The patient got her new cell phone 2 months ago - the patient got that phone replaced. When the patient uses the her cell phone it cuts out a lot but when her boyfriend uses her phone it doesn't. The patient's doctor turned her device off 1.5 months ago. The patient went to the doctor 2 weeks later and had the device turned back on. The settings were changed - the "output went down". Patient services clarified that patient waste output went down - but the nausea and the vomiting had gotten worse. The patient talked to the doctor's office yesterday . The patient was going to have another port placed. The patient's doctor was on top of her situation. The patient does "paranormal research" and uses an emf (electro-magnetic field) detector. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.